Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no manufacturing related root cause could be identified. It should be noted that the IFU clearly states that the pk papyrus is indicated for treatment of acute coronary artery perforations. The pk papyrus device registration form clearly states that there was no malfunction with the complaint device.

Event description:
Due to a carotid artery injury and a failed treatment with a balloon, the pk papyrus covered stent system was selected for treatment. During attempt to get stent around petrous bend, the stent became deformed and was not deployed. A second attempt was made with another pk papyrus. Since the bleeding could not be stopped, the vessel was coiled, resulting in the right fca stroke. It should be noted that the pk papyrus is indicated for treatment of acute coronary artery perforations.